Event description:
Initial reporter indicated that a system test was performed on a pt's vns and yielded high lead impedance. The pt will be referred to a surgeon. X-rays were reviewed by MFR, no gross lead discontinuities visualized.

Manufacturer narrative:
X-rays reviewed by MFR, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.